Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was missing from a tampon upon removal. She was able to manually remove the tampon. Multiple attempts have been made to obtain further information. No further information has been received.